Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, during sapien 3 ultra resilia valve implantation and after implantation, no abnormalities were observed under fluoroscopy until just before the delivery system was retrieved into the esheath+. When the delivery system was withdrawn from the esheath+, the flex tip was found to have separated from the distal end and was positioned on the balloon. It was confirmed that the flex mechanism had been released prior to the removal of the delivery system, and there were no issues with the procedure. No unusual resistance was felt when the delivery system was retrieved into the esheath+ or when it was withdrawn from the esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. System component separation is confirmed based on evaluation of the returned device and provided imagery. A review of the IFU/training materials revealed no deficiencies. However, a confirmed manufacturing non-conformance was identified through the investigation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''when the delivery system was withdrawn from the esheath+ [just before the delivery system was retrieved into the esheath+], the flex tip was found to have separated from the distal end and was positioned on the balloon. There were no issues with the procedure; during s3ur valve implantation and after implantation, no abnormalities were observed under fluoroscopy.'' Based on the returned device evaluation, the detached flex tip exhibited a clean separation with minimal evidence of stretching. A definitive root cause was unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.